Event description:
Olympus (ocg) was informed by the user facility that during preparation for use, the 4k autoclavable camera head was observed to have no image. The technician of the clinic who is responsible in the surgeries replaced the camera head with a second one. No patient injury or harm was reported. The device was returned to the regional repair center for evaluation.

Manufacturer narrative:
The device was returned for evaluation. During inspection/ testing the reported no image malfunction was confirmed and the cable unit was found faulty as it was there was no communication with the video processor. It is very likely that the inner wiring or inner parts in the plug are damaged. A cut on the insulation of the cable is visible. The investigation is ongoing; therefore, the root cause of the reported issue/ malfunction cannot be determined at this time. However, if additional information becomes available a follow up medical device report will be supplemented accordingly.

Manufacturer narrative:
This supplemental report was submitted to provide additional information from the legal manufacturer. The legal manufacturer performed a review of the device history records for the concerned device and no abnormalities were found. The investigation was completed by the legal manufacturer and determined that there is no manufacturing, material or processing related cause for this failure mode. No device was returned to the legal manufacturer; therefore, the exact cause of the reported issue could not be conclusively determined. However, based on similar events, the potential causes of the reported malfunction was likely due to cable breakage which resulted in no image, cable damage may be attributed to user¿s handling. As stated on the IFU (instructions for use manual) and as a preventative measure, the IFU states the camera cable may become damaged due the following: - do not coil the camera cable with a diameter of less than 20 cm. - never excessively pull the camera cable, but straighten it gradually when it is coiled. - never excessively bend, pull, twist, coil, squeeze, or crush the camera cable. - do not use excessive force when wiping the external surfaces of the camera cable. - never attempt to lift the entire assembly by the camera cable while the camera head is attached to the endoscope. - never use a clamp or forceps to attach the camera cable to another object. Olympus will continue to monitor complaints for this device.